Event description:
It was reported that 2 foley catheters had holes in them (lot#unk and lot#nghz1065).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 2 foley catheters had holes in them (lot#unk and lot#nghz1065 ).

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿imperfection in balloon due to process". However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 2 foley catheters had holes in them (lot#unk and lot#nghz1065).

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿imperfection in balloon due to process". However, there was insufficient information to confirm this potential root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿bard all-silicone foley catheters description: bard all-silicone foley catheters aid in clinical management by allowing for continuous drainage and measurement of urine. Indwelling urinary catheters or foley catheters can be used in patients of all ages. Up to 10 ch/fr is generally considered pediatric sizing, however, the appropriate size should be determined by the healthcare professional. Intended use: for urological use only. Indications: bard all-silicone foley catheters are indicated for any clinical condition requiring drainage and/or collection and/or measurement of urine. Generally, drainage is accomplished by inserting the catheter through the urethra and into the bladder. Contraindication: no known contraindications caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Do not use device if package is opened or damaged. Do not aspirate urine through drainage funnel wall. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness, or death of the patient. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Warnings: on catheter, do not use ointments or lubricants having a petrolatum base. It may cause balloon to burst. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state, and federal laws and regulations. Users and/or patients within the european union, should report any serious incident that has occurred in relation to the device to the manufacturer and the competent authority of the member state in which the user and/ or patient is established. Users outside of the european union should report any serious incident that has occurred in relation to the device to the manufacturer and the regulatory authority of the country in which the user and/ or patient is established. Store catheters at room temperature and away from direct exposure to sunlight preferably in original packaging. Instructions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Follow your facility protocol for catheter stabilization and urine collection. Insertion 1. Wash hands. 2. Use proper aseptic technique to prepare the patient for catheter insertion. 3. Remove the catheter from wrap and lubricate the catheter. If hospital policy permits, it is possible to inject lubricant into the urethra. 4. Catheterize the patient using dominant hand. 5. When catheter tip has entered bladder, urine will flow through the catheter. A. For female, insert catheter 2 more inches (approximately 5 cm). B. For male, insert catheter all the way to bifurcation. 6. Inflate the balloon with pre-filled water syringe if included. A. If pre-filled syringe is not included, then use a slip tip/luer lock syringe to fill catheter balloon with sterile water. Do not use needle. B. Do not exceed recommended capacities as stated on the inflation lumen of the catheter. 7. Gently pull the catheter until the catheter balloon is snug against the bladder neck. Removal 1. Wash hands. 2. Gently insert a luer slip tip syringe in the catheter valve. A. Never use more force than is required to make the syringe ¿stick¿ in the valve. 3. Allow the pressure within the balloon to force the plunger back and fill the syringe. A. If you notice slow or no deflation, re-seat the syringe gently. 4. Use only gentle aspiration to encourage deflation, if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. 5. If balloon does not deflate, contact adequately trained professional for assistance, as directed by hospital protocol. 6. After balloon is fully deflated, remove catheter, and dispose of in accordance with hospital policy. Note: aggressive traction, particularly in the presence of suturing, is not recommended for 100 percentage silicone foley catheters.¿ correction: d, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.